Event description:
It was reported that the 17 and 19 femoral stems had broken through the box. The procedure was completed using a size 15 implant. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00787101960 : item name femoral stem cemented revision/calcar 12/14 neck taper size 19 200 mm stem length for cemented use only; lot # 64316364. G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h4; h6. Visual evaluation of the provided photos and the returned product found the outer carton exhibits crush damage. Additionally, the stem has punctured all sterile barriers. The sterility is considered breached. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The condition of the device when it left zimmer biomet control is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.